Manufacturer narrative:
Device evaluated by manufacturer: returned product consisted of a sterling balloon catheter. There was contrast in the inflation lumen and balloon. The balloon was tightly folded. Microscopic examination of the balloon revealed damage to the balloon fold 4.5cm distal of the proximal markerband. Functional testing was performed by attaching an inflation device filled with water to the device. When positive pressure was applied, a stream of water emitted from the balloon wall at the area of the damage. The balloon was microscopically examined and a pinhole in the balloon fold with material lifted around the pinhole was revealed. Microscopic examination presented no irregularities in the balloon material or the ro marker that could have contributed to the damage. Microscopic examination inspection presented no damage or irregularities in the shaft and bonds of the device. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).

Event description:
It was reported that balloon pinhole occured. A 5.0mmx40mmx80cm (4f) sterling balloon catheter was selected and prepared for dilatation. During preparation, the physician felt something was wrong upon removing air from the balloon catheter and so physician decided to inflate the device at unspecified pressure, pinhole was then noted. The procedure was completed with a different device. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR.: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.   (B)(4).

Event description:
It was reported that balloon pinhole occured. A 5.0mmx40mmx80cm (4f) sterling¿ balloon catheter was selected and prepared for dilatation. During preparation, the physician felt something was wrong upon removing air from the balloon catheter and so physician decided to inflate the device at unspecified pressure, pinhole was then noted. The procedure was completed with a different device. No patient complications were reported and the patient's status was good.